Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was confirmed. Improper reprocessing was attributed to a hole that caused leakage at biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrovideoscope was punctured by a needle in the biopsy channel and there was blood in between the mesh and insertion tube. The issue occurred during reprocessing. The intended therapeutic endoscopic ultrasound procedure was completed. There was no report of patient harm.

Manufacturer narrative:
The scope was ran though a reprocessor (dsd201) three times and there was still blood coming from the scope. The customer was advised to run the scope through the reprocessor until there was no blood present and then return the scope for repair. The device was returned to olympus for evaluation and the evaluation found the following: the leak test from the biopsy channel failed, the biopsy channel was checked with a borescope and a puncture was found, there was fluid on the control body, scope connector and electrical insulation. Also, there was no thixotropic adhesive around the forceps cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.